Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733597, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found the data cable was damaged. The cable was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the electromagnetic localization system's cable was damaged. There was no patient involvement. Additional information received from a manufacturer representative reported that the system could not communicated with electromagnetic localization system due to the damage of this cable.